Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, high out of range pacing impedance measurements were exhibited and unable to be resolved. As such, the lead was removed and replaced in absence of any adverse effects, with another lead of same model type. The attempted implant product is expected to be returned for analysis.

Event description:
It was reported that during the attempted implant of this lead, high out of range pacing impedance measurements were exhibited and unable to be resolved. As such, the lead was removed and replaced in absence of any adverse effects, with another lead of same model type. The attempted implant product was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.